Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected an out of range low shock impedance measurement on the right ventricular (rv) lead. The patient was seen again in the hospital for further testing. The shock impedances were tested on this right ventricular (rv) lead and the measurements were within an acceptable range. Boston scientific technical services (ts) consultant discussed that further testing of the system integrity could be performed using commanded shocks. At this time, the rv lead remains implanted and in service.

Event description:
Additional information was received that command shock testing was cancelled due to the patient experiencing other health issues and was deemed to sick to proceed at that time. Nothing is currently planned for the future. The device and lead was checked, and shock lead showed normal. The trending showed one outlier on an otherwise very stable impedance measurement chart. There is no plan of a revision or intervention at this time. This situation will continue to be monitored. There were no additional adverse patient effects reported.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.